Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the 24 hour helpline of a customer who has gone through 6 pumps due to the keypad buttons being hard to press and alarming button errors. The customer indicated that they would call back to further troubleshoot. No further assistance was necessary.